Event description:
A 20 mm diameter x 12 mm diameter x 13.5 cm length aneurx bifurcated stent graft and its components were inserted into a patient for endovascular treatment of an abdominal aortic aneurysm in 2002. The patient's anatomy was reported to be small. The diameter of the proximal non-aneurysmal aortic neck was 18 mm, and the length from the proximal non-aneurysaml neck to the distal non-aneurysmal iliac neck was 110 mm. It was reported that the patient's blood pressure dropped when the 22 french sheath was removed. The right external iliac artery was noted to have a dissection; therefore, a 7 mm ptfe (polytetrafluoroethylene) iliofemoral bypass graft was placed to repair the dissection. Final angiogram demonstrated no endoleak and exclusion of the aneurysm. No additional clinical sequelae were reported, and the patient is reported to be fine.